Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files and system history. The system evaluation showed that the system has been in operation for 14 years. The log file analysis showed an issue with the can communication to several hardware components and as a result, no x-ray was available. A siemens service engineer replaced several hardware components including the motor control module (mcm4), printed wiring board (uli-board) and real time controller (rtc). After replacement the system recovered, and the error did not reoccur. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.